Event description:
Additional information from the consumer reported that she did not have a stroke. The doctor told her the interstim device was not related to the issue. She was also told by the doctor not to worry about her stim sensation post MRI.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for fecal incontinence and gastrointestinal/pelvic floor reported that in (B)(6) 2015, she had a possible "mini stroke" and they had to do an MRI of her head and brain. Since the MRI, she could feel stimulation stronger than before the MRI was done. It was not uncomfortable and she just turned it down. The change in therapy was sudden.